Event description:
New information received noted that the pacemaker went into backup mode and could not be interrogated. The device was explanted on september 12th 2024. No adverse patient effects were noted.

Manufacturer narrative:
Correction: aware date update of previous supplemental information to september 9th.

Manufacturer narrative:
The reported event of device in the backup mode was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that a patient presented with back-up mode due to electromagnetic interface, resulting in patient discomfort. Corrective programming was performed. No adverse effects were noted.